Event description:
It was reported that the images on the 6800 system could be viewed on the screen, but they could not be saved. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced the footswitch to help address the intermittent save issue. The system was tested and found to be working as intended and placed back into service.